Manufacturer narrative:
Device evaluation; the distal band has pulled off, the remaining distal tip has a tear like appearance. The remaining working length is 48 inches. The tear could have resulted increased amount of force that was applied on the tip. There are two holes in the inner lumen. The two holes have the appearance of being stretched. Off-label use of device occurred. The review did not indicate any issues during the manufacture of this lot of device related to this complaint.

Manufacturer narrative:
(B)(4).

Event description:
This procedure was to treat a severely calcified lesion (cto) in the rca. A spectranetics elca laser sheath was selected for treatment. Using the cart "reverse controlled antegrade and retrograde subintimal tracking (cart) technique" using a single guiding catheter for a cto of the right coronary artery via an anomalous left circumflex artery. The physician experienced difficulty delivering the device to the target lesion. The elca laser sheath became stuck in the distal rca. The tip of the elca laser sheath dislodged from the catheter. Removal attempts were unsuccessful. The procedure was halted with the tip stuck within the cto and is not causing immediate patient harm. Plan on how to proceed with treatment is being formulated.